Event description:
(B) (4) received info that this product was part of a system explant due to a device erosion. There was no report of adverse pt effects due to the explant procedure. Since the reported event date occurs after the explant dates, neither dates are included.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the MFR of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.